Event description:
It was reported that pump displayed malfunction code after customer fell into pool while wearing pump and pump was briefly submerged in water. There was no adverse impact to the customer¿s blood glucose level. Customer removed pump from water, switched to multiple daily injections as backup insulin therapy, and was instructed by technical support to place pump in storage mode and return it within ten days using provided shipping materials, while technical support arranged shipment of replacement pump and advised customer to re-enter pump settings and reconnect continuous glucose monitor upon receipt.